Event description:
It was reported a motor stall occurred. It was noted elective replacement indicator was still 21 month. Critical alarms were observed and patient experienced withdrawal symptoms. Pump was filled with morphine 20 mg/ml + clonidine 0.4 mg/ml. Pump was explanted and scheduled to be replaced. It was stated patient will receive oral pain medication in between. At the time of this report, no further details were reported. Additional information will be provided when available.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.